Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found backup vvi (bvvi) and the cause of bvvi was not identified.

Event description:
This report is to advise of an event observed during analysis.